Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during insertion, the customer could not get the intra-aortic balloon (iab) through the sheath. A second iab was attempted to be inserted through a second sheath but the same issue occurred. A third iab was successfully inserted into the patient with no issues. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. Three kinks were found on the catheter tubing approximately 75.9cm, 74.2cm and 70.9cm from the iab tip. A laboratory insertion of the guidewire was performed and was able to go through. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The condition of the iab as received indicated three kinks on the catheter tubing. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.